Manufacturer narrative:
Customer returned insulin pump for an alleged short battery life found on jul 14, 2021. The insulin pump passed the displacement test, active current test and self test. No unexpected low battery alert, battery power loss alarm or failed battery test alarm noted during testing. However, device was received with high sleep current during sleep current measurement. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage and loaded voltage were within specified range. Low battery alert found in the history files/traces on jul 14, 2021 at 12:20 pm. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. Swapped out the test case, electrical board 1 and electrical board 2 one by one and measure sleep current again. The sleep current was out of spec range (>1 ma). Unable to determine the root cause, problem isolated to electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. Short battery life was confirmed due to high sleep current. Unable to determine the root cause, problem isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery power ran out quickly. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.